Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while priming. The customer's blood glucose was 547 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting. The customer also mentioned a broken battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.